Event description:
In january 2006, the facility reported an incident regarding a failed dialyzer without the instrument alarming. The dialyzer had an outer fiber that was fractured and was visibly leaking blood into the dialysate solution that was going back into the system 1000 hemodialysis instrument. According to the facility staff, a "blood leak detected" notice was generated by the machine. Also there is no indication of a "blood leak alarm" on the machine event report. The facility's biomed talked to nurses and technicians after the incident. The staff stated there was no alarm warning them of a blood leak even though they saw blood coming from a borken fiber. There was no reported patient injury or medical intervention. The treatment was discontinued and the patient was removed. The instrument is still in use, with no further occurences of this nature.